Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event. Related manufacturer reference number: 2017865-2022-22611.

Manufacturer narrative:
Reported event of overestimation was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated an increase in pacing output settings and that autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device will adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly with voltage above elective replacement indicator (eri) level. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.